Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good-faith efforts to retrieve a reported adverse event/incident-related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. The device was not returned to endologix for evaluation. A clinical evaluation of the event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the type ia endoleak with the additional endovascular procedure (tertiary-sac coil embolization) is confirmed. This is consistent with the reported adverse event/incident. The proximal right common iliac artery was 28.3mm (off-label should be 8-25mm). This off-label condition did not appear to contribute to the reported event. Procedure-related harms, device, user, procedure, or anatomy-relatedness of this complaint could not be determined with the medical records available for review. The final patient status was reported as discharged home on postoperative day one in good condition. No additional investigation of this reported event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: h6: investigation finding codes: remove code 3233. H6: investigation conclusion codes: remove code 11.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the alto abdominal stent graft system (one (1) alto main body and two (2) ovation ix iliac limbs). An intraoperative type 1b endoleak occurred due to the closure device moving the ovation ix limb. The following day the physician elected to do a re-intervention and elected to implant an ovation ix extender and ovation ix iliac limb to resolve the type 1b endoleak (3008011247-2022-00064). Approximately eight (8) months post re-intervention a possible endoleak type I (other) was reported. The patient is pending possible re-intervention.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.